Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap; the bevel edge is melted; the fiber within the glass cap is blackened along 2 cm from the distal tip; the fiber is bent at the uv glue zone at the attachment of the glass cap to the fiber; the heat shrink tubing shows evidence of melting; the glass cap exhibits mild charred detritus adhesion. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 142,616 joules of use and 26 minutes, fiber damaged at tip was reported. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber. Patient status: "the procedure had completed as scheduled" reported. Patient outcome: "no injury."